Manufacturer narrative:
This supplemental report is being created to include additional information received. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The patient was not under sedation or general anesthesia.

Event description:
The customer reported to olympus that the acoustic lens on the ultrasonic gastrovideoscope was damaged. The issue was identified during preparation for use. The intended procedure was diagnostic. There was no procedural delay and the procedure was completed with a similar device. No patient harm was reported. The device was returned and evaluated, and the acoustic lens was peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed as the acoustic lens was peeled off. Additional evaluation findings include the following: the adhesive part of the bending section cover was broken, the angulation in the up direction was out of standards due to a worn angle wire, the electrical connector was corroded, and the electronic adhesive point was worn. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.